Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an initial implant procedure, the right ventricular lead exhibited low sensing threshold and low impedance value. The lead was tested at another position exhibiting similar results. The lead was removed and replaced successfully. The patient was stable throughout the procedure.